Event description:
It was reported that the medical professional could not interrogate generators when using the tablet. It was reported that the difficulties interrogating generators had worsened over time. It was reported that different programming wands were tested. The charge of the wand¿s 9v battery was verified. Interrogation of a demo generator was attempted. The connection of the usb cable to the tablet was secured manually. The problem persisted despite troubleshooting. A loose connection of the usb cable to the tablet was suspected. Review of manufacturing records confirmed that the tablet passed all functional tests prior to distribution. A replacement usb cable was sent to the medical professional. The suspect usb cable was returned and product analysis found that a disconnected wire connection in the returned serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified. It was reported that the medical professional could not interrogate generators using the usb cable that had been sent as a replacement. This report pertains the MFR. Report # 1644487-2015-04916.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the tablet passed all functional tests prior to distribution. Device failure occurred, but did not cause or contribute to death or serious injury.